Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie, and drawer were failed to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 experienced multiple failures. A field service engineer logged into hardware test application (hta), removed the cubie pockets, and accessed the row board cable by removing the side and back panels. Disconnected the row board from the drawer controller board, replaced the row board cable (150825-01), reinserted the cubie pockets, reconnected all cables, and powered the station. The drawer and cubie functions were successfully tested in hta. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie, and drawer were failed to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.